Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having redness at the ipg site. The patient was prescribed antibiotics. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that there was no infection. The patient developed a seroma near the ipg site. It was noted that the fluid buildup went away on its own. No intervention needed.

Event description:
A report was received that the patient was having redness at the ipg site. The patient was prescribed antibiotics. The patient was reportedly doing well.